Event description:
The customer initially reported the system was making an alarm tone. Further information was received from the fse who reported that the system froze and locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 5vdc power supply was evaluated and then calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.